Manufacturer narrative:
No report of patient involvement. Ge healthcare performed a checkout of the system and confirmed the reported issue. The bellows was replaced to resolve the reported issue.

Event description:
The hospital reported that, pre-use checkout failed and the mechanical ventilation is not available.